Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that a patient¿s implant needs to be reprogrammed. The caller stated she wasn¿t sure if the wires got pinched, but the device was not working like it was supposed to. The caller stated that the patient was in tears this morning. The caller also stated that her sister suggested to reprogram the patient¿s implant because she (the sister) needed reprogramming as well for her device. The caller stated that they have adjusted the stimulation to ¿240¿ and ¿250¿ but the patient is not getting any relief. The caller was redirected to possibly set up an appointment with a manufacturing representative (rep) to get the patient¿s implant reprogrammed. No further complications reported. No additional patient symptoms reported.